Manufacturer narrative:
A ge oec service representative investigated the issue and found the attached nai dicom box had the power cord unplugged and would not allow system power up. A/c power cable was installed to the nai dicom box to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system would not boot up.